Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump found that the pump had damaged lens. Functional testing included accuracy testing. The pump failed the tests. The customer stated issue was duplicated and confirmed. Problem source was identified as out of specification expulsor.

Event description:
Information received indicating that this cadd solis vip pump failed accuracy. It was reported that the reported event occurred during preventative testing. The reported event did not occur with a patient.